Event description:
It was reported this pacemaker was explanted due to a product performance issue. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable since it was confirmed this device was prophylactically explanted and did not exhibit any malfunctions.

Event description:
It was reported this pacemaker was explanted due to a product performance issue. No additional adverse patient effects were reported. This device has been received for analysis. Further information was received that this device did not exhibit any malfunctions and was replaced prophylactically. No adverse patient effects were reported.